Manufacturer narrative:
The technician found the patient was not positioned in the bed correctly, user error. The technician in-serviced the account staff on patient position for setting the bed exit alarm to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit was not functioning. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).